Event description:
It was reported that the patient experienced pain due to the lead placement. The patient was prescribed with steroid and medication. The patient underwent a lead revision wherein the lead was relocated and remains implanted. The patient was doing well postoperatively.